Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During advancement, the catheter became twisted immediately after crossing the guiding sheath. The device was removed and another opticross catheter was then advanced. While the second catheter was crossing the lesion, it also became twisted. Due to both catheter issues occurring, the procedure was cancelled. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and the imaging window was twisted. Microscope inspection also confirms the imaging window was twisted.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During advancement, the catheter became twisted immediately after crossing the guiding sheath. The device was removed and another opticross catheter was then advanced. While the second catheter was crossing the lesion, it also became twisted. Due to both catheter issues occurring, the procedure was cancelled. There were no patient complications.